Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received therapy due to noise. Noise was reproducible on inhalation. Oversensing was reproduced in clinic when the patient produced abdominal pressure. The lead was repositioned.